Event description:
Additional information was received that pacing impedance measurements were greater than 2,000 ohms. The root cause was not determined.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant of this cardiac resynchronization therapy defibrillator (crt-d) and left ventricular (lv) lead, the lv lead had appropriate capture when tested on a pacing system analyzer (psa), however, exhibited loss of capture (loc) and high pacing impedance measurements when connected to the crt-d. The lead was removed and replaced with another lead and appropriate capture and pacing impedance measurements were obtained. No adverse patient effects were reported. The lead was attempted, but not implanted and this crt-d remains implanted and in service.